Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient mentioned they need to readjust their stimulation because it was too high however the handset froze and they couldn't adjust it. The patient was irritated they mentioned the they couldn't recharge the handset, they tried different cord and adaptor and was able to recharge it. They said they couldn't turned on the handset without connecting to the universal power adaptor. Patient stated that when they swipe the screen it will froze in the middle and stopped responding. It also took a time to connect the communicator to the handset and they needed to restart the communicator. The patient spoke with a medtronic rep and was advised there should be an upcoming update. Agent reviewed general information that there shouldn't be any update to the handset since the handset doesn't have any wifi capability. Agent advised the patient to contact their mdt rep to confirmed what was the update their were talking about. The caller w as redirected to agent redirected the patient to healthcareit for further assistance. The patient mentioned unrelated medical history including patient got meningitis.

Manufacturer narrative:
Continuation of d10: product ID: tm91scs2 (serial: unknown); implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID tm91scs2, serial# unknown, product type accessory. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received; it was reported patient (pt) called back stating they called in recently since their handset would freeze randomly on them and they had issues recharging the handset. Pt stated the handset was a piece of garbage since it did not charge. Last time they called the agent had them do resets but it would not recharge. Sometimes it would pick up a few percentages and recharge but then stop again. The handset was currently at 50% and they tried recharging it with different usb-c cords, charging bricks, and outlets but it would not charge.